Manufacturer narrative:
Mep10 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The device has not been returned for investigation. No adverse event occurred with the usage of this product. Due to the open package that can potentially affect sterility, we consider this event to be a product malfunction that if it were to recur, has the potential to cause or contribute to a serious injury.

Event description:
Devicor medical products, inc. Received a report from our affiliate (B)(4)., stating, package damaged resulting in breach of sterile seal. No patient involvement. This has been documented in our system as record # (B)(4).